Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. Photos have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a double lumen port was allegedly unable to be flushed or aspirated. It was further reported that a new device was required. There was no reported patient injury.

Event description:
It was reported that a double lumen port was allegedly unable to be flushed or aspirated. It was further reported that a new device was required. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one powerport duo MRI port was returned for evaluation and two electronic photos were provided for review. The port was returned without catheter/catheter lock. Blood and residue were present throughout the sample, though no anomalies were noted to the sample. Both port septa were patent to infusion and aspiration. Although the sample was infused and aspirated without issue, the investigation is inconclusive for the reported failure to infuse as the catheter was not returned for evaluation and the photo review could not confirm an infusion issue. As the catheter was not returned for evaluation, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Statement, investigation summary was updated to reflect a photo review since two electronic photos were provided.

Event description:
It was reported that a double lumen port was allegedly unable to be flushed or aspirated. It was further reported that a new device was required. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one powerport duo MRI port was returned for evaluation. The port was returned without catheter/catheter lock. Blood and residue were present throughout the sample, though no anomalies were noted to the sample. Both port septa were patent to infusion and aspiration. Although the sample was infused and aspirated without issue, the investigation is inconclusive for the reported failure to infuse as the catheter was not returned for evaluation. As the catheter was not returned for evaluation, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event details and evaluation results, possible contributing factors include catheter occlusion and catheter kink. Additional narrative: date received by MFR.